Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(6) could not start compressions and displayed an unknown error code was confirmed based on the archive data review but not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform worked as intended. The probable root cause for the reported complaint was the incorrect positioning of the patient on the autopulse platform that caused the lifebands to get twisted and become jammed in the roller/skirt area, likely attributed to user handling. Visual inspection of the returned platform revealed a cracked front enclosure, unrelated to the reported complaint. This observed physical damage appeared to be characteristic of harsh impacts due to user mishandling. The damaged front enclosure needs to be replaced to address the issue. In addition, unrelated to the reported complaint, observed the encoder drive shaft does not rotate smoothly, and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. A review of the archive data showed occurrences of multiple user advisory (ua) 02 (compression tracking error) and (ua) 45 (not at "home" position after power-on/restart) error messages. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load and prompt (ua) 02 error. This ua typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. One side of the lifeband was likely twisted and jammed in the roller/skirt area. The autopulse platform will be able to pull in the material on that side, but the patient's chest recoil will not be forceful enough to pull it back out. As reported, the crew power cycled the platform and observed an error code with an unknown message. Based on the archive, the platform is powered on multiple (ua) 45 errors. The driveshaft was rotated back to its home position by the customer before returning the platform for service evaluation. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse platform has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. The autopulse platform passed the functional testing without any fault or error. All function buttons were checked and verified operating without any issues. The load cell characterization test confirmed both load cell modules are functioning within the specification. The brake gap inspection was performed and verified the brake gap was within the specification. Waiting on the customer's approval for service repair. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform sn (B)(6) was used to resuscitate a patient (90-year-old male, 102.1kg) in cardiac arrest. The cardiac arrest was witnessed by a family member who performed CPR with the instructions over the phone via 911 emergency medical dispatch (emd) for 15 minutes. At the time of the arrival of the fire engine, the patient was pulseless and apneic. No signs of trauma were documented. The manual CPR was performed by the firefighters for 3 minutes. The paramedic crew placed the patient on the autopulse platform sn (B)(6), however, after the platform powered on the device could not start compressions and the function buttons were not responsive. The crew power cycled the platform and observed an error code with an unknown message. The crew immediately switched to manual CPR for an unknown time until the do-not-resuscitate (dnr) was presented by the family members. The manual CPR was discontinued and the patient was pronounced deceased. Per the reporter, the patient's death was not related to the autopulse platform.